Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
During surgery it was detected from the sales rep who was present (B)(6) that the inlay dwd860 was missing. It probably was not sent to fill up the consignment the last time they used it. A retentive inlay was implanted instead. Risk for limitation in rom and notching. Patient needed additional anesthesia 45 min longer due to search and decision making for alternative.